Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge leaked from the septum while the customer was filling the cartridge. The customer's blood glucose level was not impacted. Reportedly, the customer was able to load a new cartridge successfully.